Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 347 (mg/dl). A manual injection was delivered to address bg level. Reportedly, the customer believed that their thyroid issues may have contributed to their elevated bg levels. System check with tandem technical support indicated the pump was performing as expected. The customer stated that they disconnect at the luer lock instead of the site and that the cartridge uses humalog and is changed every 3-4 days. Recommendation was made to disconnect at the site so that air is not introduced into the system and to change the cartridge every 2 days.